Event description:
A caregiver (cg) contacted baxter's technical service center regarding the patient feeling overfilled, which occurred on the homechoice (hc) during use during dwell 1. The patient disconnected and did a manual drain of 3300ml. The initial drain volume equaled 25ml. The therapy was continuous cycling peritoneal dialysis/intermittent peritoneal dialysis with a total volume of 12500ml, a total time of 9:00 hours, a fill volume of 2000ml, a last fill volume of 2000ml, a dextrose setting of same, patient (B)(6), and initial drain alarm set to 0ml. A comfort control setting of 36 degrees celsius, the last manual drain setting set to yes, and the ultrafiltration (uf) target set to 0ml with the alarm set to no. The technical service representative (tsr) advised the cg to inform the registered nurse (rn) that the patient felt overfilled. This complaint met increased intra-peritoneal volume (iipv) criteria (any therapy where the patient volume exceeds 160% of the maximum prescribed cycle fill volume). There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. A review of the device logs confirmed the reported increased intra-peritoneal volume (iipv); however, the iipv was not duplicated during evaluation. The device was determined to meet functional and electrical performance specification requirements. No device failure or malfunction was identified that could have caused or contributed to the reported iipv. The cause of the iipv was false empty detect and use error with the initial drain alarm setting inappropriately programmed. The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.